Event description:
It was reported that the patient's heart rate was 30 bpm upon arrival at the clinic, and there was no output. Interrogation was attempted without success. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.